Event description:
The customer reported that the scope had no angulation and a dent at the bending tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the bend angle was insufficient due to wear of the angle wire. The device evaluation found that the plastic distal end cover had foreign material. In addition the distal nozzle had poor water drainage due to a deformed nozzle. It was found that the bending section cover had a pin hole and cut and water tightness was lost. In addition it was found that the objective lens had a chip, adhesive on bending section cover was detached, and that the image guide protector and switch 4 were sticky. It was also found that the left/right and up/down knobs had foreign objects and the protector of universal cord on control section side had a cut. It was found that the ceiling plate had a crack, the control section had a stain, scope cover had discoloration scratches and dents were found on multiple components. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the scope distal end cover could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the bending section, it is possible that proper reprocessing could not be performed and the foreign material could not be removed. The event may be detected/prevented by following the instructions for use sections below: gif-q150 operation manual chapter 3 preparation and inspection. Gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.